Manufacturer narrative:
(B)(4). The reported complaint could not be confirmed based upon the information provided and a complaint verification testing could not be performed as a sample was not returned for analysis. A device history record review performed on the console did not reveal any manufacturing or servicing related issues. A usb with case data provided by the complainant was sent to vascular r & d for evaluation. No feedback on evaluation of the case data has been received. A device history record review performed on the console did not reveal any manufacturing or servicing related issues. Without the device to evaluate, the probable cause could not be determined from the available information. No further actions were required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Staff placed a PICC utilizing g4 navigation and received a blue bullseye. The patient was discharged that day and then readmitted for an unrelated issue later in the same day. A chest x-ray was taken and revealed the piccs distal tip was contralateral and not in the lower 1/3. Customer believes there may have been an error in obtaining the blue bullseye and that the tip did not migrate and was always in this position. Patient suffered no injury and the PICC ended up being removed as it was no longer needed. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Event description:
Staff placed a PICC utilizing navigation and received a blue bullseye. The patient was discharged that day and then readmitted for an unrelated issue later in the same day. A chest x-ray was taken and revealed the piccs distal tip was contralateral and not in the lower 1/3. Customer believes there may have been an error in obtaining the blue bullseye and that the tip did not migrate and was always in this position. Patient suffered no injury and the PICC ended up being removed as it was no longer needed. The patient's condition is reported as fine.